Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, green image occurred due to broken charged coupled device (r-unit). The most probable cause for the malfunction is traced to component failure. The most probable cause for damaged fiber bonding is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope, had a green display. The issue was found during the set up. There were no reports of patient involvement.